Event description:
It was reported that the right ventricular lead exhibited noise and an insulation anomaly. Lead fracture was suspected. There were no electrical issues. The lead was capped and replaced on (B)(6) 2017. The patient did not experience any adverse consequences.